Event description:
It was reported that an ilet user experienced a persistent alert 32 indicating a delivery motor communication error; multiple restarts did not clear the alert, and a replacement device was arranged while blood glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included interruption of pump therapy and instructions to shut down the ilet, continue glucose monitoring with dexcom, sync data to the mobile app, and return the device using the provided label. Investigation included customer support troubleshooting and coordination for device replacement. Investigation of this device revealed a motor processor communication malfunction consistent with a delivery motor communications fault, with no transfer of device data to the replacement and a requirement to complete the standard startup process. It was concluded that the cause was a device malfunction related to internal communication of the motor subsystem.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."